Event description:
A malfunction on a customer's pump was reported, with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. The malfunction code displayed was malf 16, and the issue did not persist after a reset was performed. Technical support provided pump reset information, assisted the customer with the reset, and confirmed that the pump could continue to be used.